Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All motions were smooth. However, the facility requested a new l-arm be installed. Requested parts were ordered. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm of the 9600+ system "jerks" when rotated and sometimes locks up and needs help to move. There was no report of patient injury.